Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was low when paramedics arrived. Customer stated that he had small piece of plastic that broke off, but does not know if it was from the infusion set or the insulin pump. Nothing further was reported.